Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) due to recurrent incontinence. The existing device was explanted and the patient was implanted with a new aus. There were no patient complications.

Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) due to recurrent incontinence. The existing device was explanted and the patient was implanted with a new aus. There were no patient complications.